Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on the channel tube; water tightness was lost. Due to corrosion on the endoscope connector; e315(scope err unsupported scope) occurred. The adhesive on the bending section cover had a chip, the light guide bundle was slipping down. Due to damage on the channel tube; the channel cleaning brush and the forceps could not be inserted smoothly. Due to damage; the angulation lever did not move smoothly. Due to wear of the angle wire; bending angle in up direction did not meet the standard value.the scope connector cover unit was dirty; due to water leakage. The suction connector had a scratch and was dirty; due to water leakage. The universal cord was scratched and was dirty; due to water leakage. The control unit was dirty; due to water leakage. The up/down plate had a scratch and was sticky, the grip had a scratch and was sticky, the switch box had a scratch, the control unit had a scratch, the scope connector cover unit had a scratch, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a pinhole. Inspection and testing of the returned device found corrosion of the scope connector, causing e315 (untargeted scope connection). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due caused by breakage of the image sensor unit or failure of the electrical circuit board in the video connector. Olympus will continue to monitor field performance for this device.